Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: missing, corrected manufacturing date: 10/25/2021.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator could not ventilate the patient. More over, high pressure alarms were found in the provided logs. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service was requested. The user facility performed testing themselves. No ventilator errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The received ventilator logs reveals clinical alarms dated (B)(6) 2023, airway pressure high alarm and respiratory rate high alarm. An increase in airway pressure can occur due to a blockage in the breathing system. No information concerning patient breathing circuit or filter was provided. Our conclusion is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. The root cause of the reported high airway pressure has not been determined. H3 other text : 4111.